Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2018 at 7pm when he compared readings obtained using the subject device against another device (onetouch verioiq). Specific results were not provided, although the patient stated that the subject device read approximately 25 points higher. The time difference between the results was also not known. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes using insulin (humalog) on a sliding scale, and reportedly increased his dose of insulin in response to the result. The patient claimed to experience symptoms of ¿sweaty, hungry, shaky and confused¿ approximately 5 hours later between 12am and 1am on (B)(6), 2018 and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the patient¿s testing procedure was correct and the test strips had been stored correctly and within expiry. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.